Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed the reported phenomenon and was found the broken angle wire which caused no disengaging the angle. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service operation repair center (sorc), it was found the angulation of the subject device became being locked and could not be disengaged. The subject device had been returned for repair of an image malfunction. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root cause of the reported phenomenon. [Consideration: probable cause] it was possible that the reported phenomenon that the angle was locked and could not be disengaged may have occurred due to the same cause as other damages which were found in the inspection of olympus service operation repair center (sorc). However it could not be determined whether the reported phenomenon that the angle could not be disengaged due to stress, handling, or other factors. [Facts obtained from the investigation] -it was confirmed that the angle was locked and could not be disengaged. -in addition to the reported phenomenon, it was found the bending rubber damage. -it was not possible to determine whether the damage was due to stress or handling. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.